Manufacturer narrative:
The device was returned for analysis. The recommended guidewire size for this device is 0.035 inches; however, the guidewire used by the customer was not returned for evaluation. The investigator successfully loaded the device onto a boston scientific 0.035-inch guidewire without any issues. The minimum recommended introducer or guide sheath size for this device is 5 french (5fr). The sheath utilized by the customer was also not returned for analysis. During the evaluation, the investigator successfully advanced the device through a boston scientific 5fr sheath and retrieved it without difficulty. Upon visual inspection, the balloon was observed to be tightly folded, which is indicative of the balloon not having been subjected to positive inflation pressure. No abnormalities or defects were noted in the balloon material. A combined visual and tactile examination of the device shaft revealed no kinks or structural damage. Additionally, no damage was identified upon visual inspection of the device tip.

Event description:
It was reported that froze on wire occurred. The target lesion was located in the coronary artery. A 5.0 x 60, 135cm mustang balloon catheter was used for dilation. Prior to the procedure, an attempt to insert the balloon catheter into the patient was unsuccessful and the balloon and guidewire became stuck together, resulting in both being withdrawn simultaneously. This same issue occurred with a second balloon catheter. The procedure was ultimately completed successfully using another device of the same type. There was no patient complication as a result of this event.

Event description:
It was reported that froze on wire occurred. The target lesion was located in the coronary artery. A 5.0 x 60, 135cm mustang balloon catheter was used for dilation. Prior to the procedure, an attempt to insert the balloon catheter into the patient was unsuccessful and the balloon and guidewire became stuck together, resulting in both being withdrawn simultaneously. This same issue occurred with a second balloon catheter. The procedure was ultimately completed successfully using another device of the same type. There was no patient complication as a result of this event.